Event description:
It was reported that the pt was revised due to pain.

Manufacturer narrative:
Evaluation: no devices or photos were received; therefore the condition of the components is unknown. Surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation: review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
Concomitant medical devices: femoral component option size e left catalog#: 00576401551 lot#: ni, ng lps-flex fixed prolong art surf 12mm catalog#: 00579104100 lot#: 60481286, m/g uni headed screw 48mm catalog#: 00579104100 lot#: 60501512, 27mm headed screw catalog#: 00579104300 lot#: 60340088, all poly pat comp 29dia catalog#: 00597206529 lot#: 60501154. Reported event was confirmed by review of medical records. Review of the primary operative notes does not indicate root cause. It is unknown if the cement was allowed to cure with the knee in full extension. At the end of the procedure 125 degrees of flexion was reported with excellent global stability. Revision operative notes indicate the tibial component was grossly loose. The investigation showed no evidence that the product design was a conclusive contributing factor to loosening. Visual examination reveals the backside of the tibial component is free of bone cement and scratched. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. While a cause for this specific clinical event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that the revision surgery may be related to the issues for which zimmer implemented a corrective action in april 2010. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent total knee arthroplasty. Subsequently, approximately seven year later, the patient was revised due to pain and loosening of the tibial tray.